Manufacturer narrative:
(B)(4).

Event description:
After approximately 10 minutes of treatment a fluid leakage was observed from the polyflux 140h apac dialyzer. Treatment was discontinued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.